Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) was recorded as high. Customer administered an insulin injection to address bg. Customer reverted to an alternate method of insulin therapy.